Event description:
It was reported that the right ventricular (rv) defibrillation lead had an apparent fracture. There were numerous short v-v intervals and electrogram showed noise. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead (B)(6) 2004; 419388 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.